Event description:
The following was reported to gore: on (B)(6) 2022, the patient underwent an endovascular treatment of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprostheses. After all devices were implanted, a final angiography revealed a proximal type I endoleak. An aorta extender endoprosthesis was attempted to implant proximally to treat the endoleak. When the aorta extender endoprosthesis was implanted, the left renal artery was covered by the aorta extender endoprosthesis. A stent (express) was implanted in the left renal artery but the stent was pushed by the excluder, so additional stent was implanted to reline, the blood flow was secured. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4).